Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. It was reported that likely a surgical revision would take place however no yet confirmed or known. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that during the last few weeks prior to the report, the patient would have sudden, random, increasing stimulation intensity. The patient stated that the last few days prior to the report, he could barely feel stim at all and at the time of the report, he would feel stim in some positions. It was then noted that when the patient tried to change to another group, the controller showed the ¿settings not available¿ message. There were no reports of falls or trauma. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the stimulation, discuss the symptoms, and for programming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was seen to verify out of range impedances. Impedances were checked in both upright and supine postures and all 16 electrodes were out of range. There were no know factors that may have led to this. The issue has not been resolved at this time. No further information was reported.